Event description:
A customer's care taker reported the customer received an error message on his meter. The customer's care taker also reported the customer was not able to test his blood glucose and experienced symptoms of hyperglycemia. The customer was reportedly diagnosed with severe hyperglycemia and treated with insulin at a hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.